Manufacturer narrative:
The hospital equipment department replaced the ECG lead line, after which the equipment worked normally. The device was evaluated by the department of hospital equipment and determined to be functioning correctly. The customer replaced the ECG lead line to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the doctor checked the equipment and found that the ECG lead fell off. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.